Event description:
Related manufacturer report number: 2017865-2023-51297 it was reported that premature battery depletion was suspected on the pacemaker. The pacemaker was implanted (B)(6)2019, but reached the elective replacement indicator (eri) on 19 sep 2023. There was also noise observed on the right atrial (ra) lead with low impedance and low sensing. The patient was in permanent atrial fibrillation. The ra lead was programmed off. The pacemaker was explanted and replaced. There were no patient consequences.